Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarms. Customer stated that they were able to clear the alarm and also were able to rewound. Customer stated that insulin pump failed the displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. Device received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 130, pump error 81, pump error 42, and pump error 43 due to pump error 38. Device tested outside the device and received pump error 38 at rewind. Pump error 3, pump error 18, and pump error 53 found in the pump history due to software error.